Event description:
The following was reported to davol by the pt: it was alleged that on (B)(6) 2012 the pt was implanted with a 3d max mesh and a perfix plug for repair of bilateral inguinal hernia repairs. The pt reports that he has experienced severe pain following implant that has continued. He states that the pain radiates down the his legs, and he has difficulty walking. He reports that he made one trip to the emergency room where he was given IV pain medication and discharged.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pat reports that following bilateral repair of inguinal hernias he experienced severe pain. No specific device failure has been alleged and medical records have not been provided. He have contacted the pt to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all pt, even, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00159 for information related to the 3d max mesh alleged to have been implanted on (B)(6) 2012.